Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bent tip clamp causing the tip to load incorrectly in the reported problem area of the pipette assembly. All tip clamps were replaced. The instrument was inspected, tested without further problem, and returned to service.